Manufacturer narrative:
Concomitant product: evolutr-29-us transcatheter valve; implanted: (B)(6) 2016.

Event description:
It was reported that, approximately two weeks post implant, the right ventricular (rv) lead was unable to pace in both unipolar or bipolar configurations. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.